Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during prep the stent came off the stent delivery system when pulling off the protective sheath. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Result - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the nosepiece. The stent implant was not returned. The protective sheath was returned. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was a kink in the hypotube, 1.3 cm distal from the strain relief tubing. There was no kink or damage to the inner member and soft tip. There was no other damage noted to the sds. Pin gauges were used to measure the inner diameter of the protective sheath and this met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned rx vision stent delivery system (sds). It was reported that during prep, the stent implant came off the sds when removing the protective sheath. Analysis of the sds confirmed that the stent had dislodged from the balloon and was not returned for evaluation. The balloon was still tightly folded; however, the presence of contrast in the nosepiece suggests that the device had been prepared for use. It is possible that positive pressure may have inadvertently been applied to the system during prep, causing the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The inner diameter of the protective sheath was measured and met manufacturing criteria. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was reviewed. All samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. There is no indication of a manufacturing quality issue; however, a conclusive root cause cannot be determined. In addition, a kink was noted in the hypotube, which was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.